Event description:
Approximately fourteen months post lvad implantation, the site reported that the patient experienced a non- audible alarm with his controller. The controller was exchanged without any harm to the patient.

Manufacturer narrative:
The complaint controller was returned to heartware for evaluation. Various analyses were performed in order to evaluate the performance of the controller in relation to the reported event for "no sound". These included log review, visual inspection, functional and supplemental testing. Based on review of all available information, the reported event could not be confirmed. The controller functioned as intended. No additional information will be forthcoming.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of completion of the investigation. Evaluation in progress.